Event description:
According to the reporter: occurred during a thoraco / wedge / segmental resection procedure. The powered handle and reload were being used for the second firing of the segmental resection of the lung. The surgeon fully fired the device, then tired to retract the knife, however, could not. The surgeon opened the jaws by the manual adapter tool and removed the device from the tissue. No damage was caused to the tissue, but the lung tissue was slightly thick. The procedure was completed with another device. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
Post market vigilance (pmv) received three reloads opened by the account without the packaging. The products¿ expiration date cannot be verified as the lot number was not reported. The visual inspection of the returned products noted that all three reloads were received fully fired. The first reload noted no abnormalities. The second reload had sub-flush staple pushers. The jaws of the second reload would not close fully. The third reload had damaged sulu lugs. Sent to engineering for further analysis. If information is provided in the future, a supplemental report will be issued.